Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and discomfort symptoms to which the doctor discovered the abandoned anchors. The physician removed the clik anchors. The patient was doing well postoperatively. The explanted device will not be returned.